Event description:
It was reported that approximately a week after a g2 vena cava filter was placed, it had migrated caudally and tilted. The degree of tilt was 20% to 30%. The filter migrated from l2 to l3 (measured from the apex of the filter). The filter was later explanted. No injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The retuned sample was evaluated. One g2 filter and one recovery cone sheath was received for evaluation. There was no pusher wire, storage tube, y-body or introducer sheath returned with the sample. Upon initial inspection of the returned sample, the recovery cone sheath appeared to be kinked in 3 locations. The recovery cone sheath was measured and was within specification. All filter arms, legs and hooks were present and intact. The filter was measured and all measurements taken were within specifications. The results of the investigation are inconclusive and the root cause is unk. This application represents an off-label use for this device. The information for use of this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter as a retrievable or temporary filter have not been established.